Event description:
Reporter (hcp) stated that pt's meter/hcp meter comparison results were 404mg/dl (ss) versus 63mg/dl (hcp), respectively (541% difference). Tests were done within minutes of each other. No symptoms were reported. On follow-up, hcp stated pt was putting blood on the wrong side of the test strip. Testing is now being done correctly. (Pt is new ss user). The meter was replaced. There was no allegation of harm.